Event description:
On (B) (6) 2007 - patient underwent mesh implant during double ventral hernia repair. Since that time, he has had pain, vomiting and thinks his hernia has returned.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Report indicates that the patient has a possible recurrence, which is a known possible adverse event listed in the IFU. The report does not specify a specific product problem and no product was returned for evaluation, therefore, based on the currently available information, there is no indication that a failure in the device caused or contributed to the event.